Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced difficulty using the ms pump and requested a tenacio pump. A replacement surgery was performed in which the pump was replaced. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted. The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device allegation of difficult to inflate cannot be confirmed and the allegation was defined in the product risk documentation. Additionally, a batch number was not provided, therefore a DHR cannot be performed. Based on the information available the cause that contributed to the reported event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) experienced difficulty using the ms pump and requested a tenacio pump. A replacement surgery was performed in which the pump was replaced. There were no patient complications.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other product specific information. If additional details become available, a supplemental report will be submitted.